Event description:
Nurse manager alleged that a patient was placed on a bed, the bed exit was armed. Patient exited the bed, without assistance, resulting in a fall. Patient was not injured. Nurse stated the bed exit alarm sounded in the room, but not at the nurse's station.

Manufacturer narrative:
Nurse manager stated there was not a communications cable installed from the bed to the nurse call station. Hill-rom tech tested the bed exit system in all three modes, multiple times, and confirmed the bed exit system functions properly. Technician verified there was not a communications cable attached to the bed, thus no alarm would be sent to the nurse's station. Technician provided the communications cable part number to account.